Event description:
Grinding sensation felt while advancing and retrieving the guidewire through a metal introducer; after the wire was removed, the coating was shedding. The report received indicated that during the procedure, the physician felt some grinding of the wire while advancing to the lesion. The wire reached the lesion but was unable to cross as the lesion was heavily calcified, and the wire did not have enough support. Therefore, the physician removed the device and as the wire was being removed, the physician, again, experienced some grinding and resistance. It was indicated that the physician did not remove the metal wire introducer and that the grinding sensation was felt, because the wire was advanced and retrieved thru the metal wire introducer inside the sheath. Once the wire was out of the pt, it was clear to see that the coating on the wire was shedding and had actually shredded in a large section of the wire. The positioning of the shredding seemed to be equivalent to the position of the introducer. However, there were no other difficulties with subsequent wires. Upon inspection, there was no apparent burr on the wire or the introducer. The wire was exchanged for a similar device and the procedure was completed without any injury or adverse event to the pt. Further info, indicated that when some pressure was applied on the wire, it was easily identified that the green coating was shearing off from the wire. The problem was identified close to the proximal end of the wire. The intended procedure was a percutaneous coronary intervention, the target lesion was the left anterior descending (lad); the lesion was calcified, normal tortuosity and stenosis.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the analysis has not been completed. Add'l info will be submitted within 30 days upon receipt.